Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8784, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 31-jul-2019, (B)(4); product ID: 8784, serial/lot (B)(4), ubd: 31-mar-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was spinal pain. It was reported that on (B)(6) 2018 they were doing a catheter revision because the patient was not getting effective pain relief. The event date was unknown by the reporter. No further complications have been reported as a result of this event.